Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two videos were provided for evaluation. Upon evaluation of the videos, leakage was observed from the spin lock connector. The reported issue was confirmed. The exact root cause was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient called to report an incident that happened to him while in the ER at hartford hospital on (B)(6), 2025. Patient was given IV at 8:30pm, nurse open new IV tubing package in front to the patient. Nurse tried to flush the line and patient felt cold, blood started dripping. Nurse tried to flush line again to see where it was leaking but unable to see. Nurse changed out the IV tubing and everything was fine. No hole, no cracks, didn't detach, when looking at it showed no signs of damage. Patient felt the nurse and doctor were not going to report the event that happened to him while he was in the ER. After making multiple calls to the hospital, he found out today who was the manufacture of the IV tubing and wanted to make sure b braun was aware what happened to him.